Manufacturer narrative:
Updated fields - b4, d8, d9,g1, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated and adjusted the operation of the printer and improve the symptoms. No replacement parts. Functional and safety test performed.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Complaints associated with printer malfunction are related to malfunction of the iabp printer, such as unable to print waveform. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with printer malfunction, unless the failure mode is found to cause or contribute to a serious injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection by hospital staff, the cs300 intra-aortic balloon pump (iabp) printer dos not work. There was no patient involvement.